Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient mean gender female, mean age 75 years, and other minor elements of narrative.

Event description:
Medtronic received information via literature to assess outcomes for patients undergoing transcatheter aortic valve implantation (tavi) versus surgical aortic valve replacement but with less than high risk. All data were collected from a single center between 2007 and 2012. The study population included 1141 patients (predominantly female; mean age 75 years), 188 of which were implanted with medtronic corevalve (serial numbers not provided). Among all tavi patients, 1.7% resulted in death at 30 day follow up. No specific cause of death was reported. Based on the available information, a direct correlation could not be made between medtronic product and the deaths. Among tavi patients adverse events included: vascular complications, bleeding, permanent pacemaker implantation, moderate aortic regurgitation, myocardial infarction, stroke, tia, renal failure. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: gerhard schymik, md article title. A comparison of transcatheter aortic valve implantation and surgical aortic valve replacement in 1,141 patients with severe symptomatic aortic stenosis and less than high risk. Journal title; catheterization and cardiovascular interventions 2015, 86(4):738-44; 10.1002/ccd.25866 earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature to assess outcomes for patients undergoing transcatheter aortic valve implantation (tavi) versus surgical aortic valve replacement but with less than high risk. All data were collected from multiple centers between 2007 and 2012. The study population included 1141 patients, predominantly female; mean age 80 years, 188 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: vascular complications, bleeding, permanent pacemaker implantation, moderate aortic regurgitation, myocardial infarction, stroke, tia, renal failure. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.